Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, .

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d9 h3 h6. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade unknown. Laboratory analysis summary: the device related to the reported events capsular contracture, product discolored and malposition was received on (B)(6) 2025 with lot number 2654170. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Product discolored: unable to observe as it is not related to the manufacturing process. Malposition: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional later reported device found intact, "capsular contracture baker grade unknown", lump, malposition, "irregular contour", "severely deformed, folded on itself and discolored". Capsulectomy performed. Previously reported event of rupture will be unreported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side rupture. The device remains implanted.